Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. Customer primed the tubing to address the issue and insulin delivery was resumed. Customer¿s blood glucose level was 300 mg/dl.